Manufacturer narrative:
Based on the current information provided, it is unknown what caused the tip of the tip-up fenestrated grasper instrument to break off inside the patient and it has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. System logs revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the tip of the tip-up fenestrated grasper broke off inside the patient and was not retrieved after looking for 2 hours and using intraoperative CT.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedur, the tip of the tip-up fenestrated grasper broke off and fell inside the patient. After looking for 2 hours with intraoperative computed tomography (CT), the instrument fragment was unable to be located. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow-up attempts.